Manufacturer narrative:
On april 10, 2023, mentor received additional information regarding the impacted device. The lot number (7316600) and serial number ((B)(6)), along with the relevant information, regarding the device, has been updated on this report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On april 12, 2023, mentor received additional information regarding the patient's diagnosis. The breast prosthesis was found to be intact during the explantation surgery. It was reported that the patient experienced capsular contracture (baker grade unknown); the patient mentioned having pain and areas of folding along the implant. In addition, the patient had an MRI and showed that also showed the patient had breast cyst. Mentor updated the complaint's coding for accuracy. All relevant fields have been updated. Reason for device explant and/or reoperation: suspected rupture. On april 24, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 13, 2023, mentor received additional information regarding the device date of explantation. It was reported that the patient's device explantation date was (B)(6) 2023. Section d6b. Has been updated on this report to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old female patient underwent a breast surgery with a 320cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was diagnosed during a physical exam. As a result, the patient is to undergo explantation on (B)(6) 2023.

Manufacturer narrative:
On may 12, 2023, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the sm mod classic gel, 320cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).